Event description:
It was reported via repair work order that the bed had intermittent bed controls from the siderails and the footboard as the cpu board connection was loose. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.